Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Currently , no known information.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; a secondary procedure. Additional findings include an endoleak type 1a, sr cuff migration (15mm); sac growth; secondary endovascular procedure included a non-elgx stent (palmez) the most likely cause of the proximal loss of seal and the cuff migration could not be determined due to the lack of the medical images with contrast. Procedure related harms included hematuria and thrombus in bladder caused by patient accidently pulling the catheter. The patient was discharged home in a stable condition on the first post-operative day. To date there have been no reports of further negative patient sequalae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.